Event description:
It was reported that the patient did not feel stimulation and the correlated benefits anymore. The lead impedance measurements read greater than 4,000. The lead was replaced. No patient injuries were reported.